Event description:
The subject device was used for the operation, and stopped to function.

Manufacturer narrative:
The subject device was returned to olympus. It is confirmed that there was a crack at 17 mm from the distal end of the probe, and that the grasping surface was worn and partially detached. The wear of the grasping surface matched the shape of the probe that was not completely inserted into the handle. The device history records for this serial number indicated no abnormalities related to this phenomenon. As the result of this, it is concluded that sonosurg stopped activating ultrasonic output. The crack could have been developed due to a mechanical load since the user activated output while strongly pressing the distal end of the probe alone on tissue, or while twisting the scissors with tissue grasped in the grasping section. And the grasping surface was worn and partially detached since ultrasonic output was activated while the probe was not completely inserted into the handle, and the distal end of the probe came in contact with the grasping surface with excessive force. Therefore, it is concluded that the phenomenon was due to the handling at the facility. The instruction of the subject device mentions appropriate handling method. This report is being submitted as a medical report in an abundance of caution.